Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems vaginal scarring, and bowel incontinence. It was reported that the patient underwent esophagogastroduodenoscopy with biopsy on (B)(6) 2011. It was reported that the patient underwent laparoscopic gastric bypass on (B)(6) 2011. It was reported the patient underwent a wide excision post sentinel node localization and needle localization with sentinel node biopsy on (B)(6) 2009. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that the patient underwent a release of the sub urethral mesh and a cystocele repair, due to urinary retention and incontinence intermittent on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, fecal incontinence and nocturia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui.